Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer¿s mother reported that consumer experienced burning around both eyes after using product for one week. Consumer visited a doctor who is reported to have stated that the consumer experienced an allergic reaction. Additional information received from consumer¿s mother indicates that there was a diagnosis of contact dermatitis. Consumer¿s mother reported that after use of hydrocortisone ointment and an unspecified eye drop, the consumer¿s symptoms resolved. Consumer declined to provide additional medical details/information. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.